Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s incident blood glucose level was 541 mg/dl. The customer¿s current blood glucose level was over 600 mg/dl. The customer reported symptoms like nausea and headache. The customer also stated that they received insulin flow blocked alarm and was not able to troubleshoot the alarm. Troubleshooting was not performed. The insulin pump will not be returned for analysis.